Manufacturer narrative:
In addition to the coating on the insertion section peeling off, service found there was a leak in the control body unit due to cracking in the resin, confirming the customer's initial report. Service also observed signs of fluid ingress in the control body and in the up/down plate. The bending angulation was out of specification due to wear of the angle wire. The image guide bundle had damaged fibers due to physical stress. The bending section and insertion tube were crushed and demonstrated wear due to physical stress. The light guide bundle was damaged and had decreased light output. The control body, light source connector, eyepiece, and the adhesive at the distal end demonstrated signs of deterioration due to cleaning, disinfecting, and sterilization processes over time. Several device components demonstrated scratches and wear due to use over time. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was leakage from the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the coating on the insertion section was deteriorated and peeling off. This report is being submitted for the malfunction found during the evaluation of the device (coating deteriorated/peeling).

Manufacturer narrative:
Correction the initial medwatch. The aware date should be on (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors or handling. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.